Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""primary total hip arthroplasty in severe developmental dysplasia of the hip. Ten-year results using a cementless modular stem"" written by leela c. Biant, bsc(hons), frcsed (tr & orth),warwick j.m. Bruce, faortha, joseph b. Assini, bsc, peter m. Walker, faortha, and william r. Walsh, phd published by the journal of arthroplasty vol. 24 no. 1 2009 accepted by publisher 23 december 2007 was reviewed. The article's purpose is to report the average 10-year clinical and radiographic results of 28 hips with crowe iii or IV developmental dysplasia of the hip. Depuy products utilized: srom stem (and augment/sleeve), various cups including ztt, duraloc, transcend, option, various bearings of zirconium-on-poly, alumina-on-poly, and ceramic-on-ceramic the article provides generalized adverse events and also 3 patients with identifiers which are captured on linked complaints." This complaint captures a (B)(6) female who received a right hip tha with zirconium-on-poly bearing surfaces and required a revision due to poly wear 7 years post op and received a liner exchange only.